Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the meter had incorrect dates and times in the meter memory. This complaint was classified based on the customer care advocate (cca) documentation as well as from additional information obtained by the medical surveillance specialist during a follow up call with the patient on (B)(6) 2013. The patient stated she had a fall in (B)(6) 2013, and was not able to remember the specifics of the alleged issue. The patient reported at an unknown time and date prior to the start of the alleged issue she had symptoms of dizziness and headaches. The patient could not recall when the meter issue occurred. The patient reported she tests 3-4 times a day and her normal readings were in the ¿200¿s mg/dl¿ and she uses insulin to manage her diabetes. The patient reported she made no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 9:30am and (B)(6) 2013 at 6pm she was treated in the emergency room (ER) for high blood glucose. The patient was unable to state what might have caused her high blood glucose. The patient reported she was treated for diabetes, and they were able to stabilize her blood glucose in the ¿200¿smg/dl.¿ the patient was unable to provide any specifics. The patient reported she believed the meter issue combined with being ¿sick¿ contributed to the elevated blood glucose. At the time of troubleshooting, the cca was able to resolve the alleged issue with a walk through retest. Replacement products were sent to the patient. Although the linkage between the alleged meter issue and the alleged injury remain unclear, this complaint is being reported because the patient believe the meter issue contributed to the ER visit and treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.